Manufacturer narrative:
Concomitant medical propducts: 4196 lead, implanted (B)(6) 2010.

Event description:
The patient's spouse reported that the patient was taken to the hospital because their blood pressure had dropped so low and they had passed out. The spouse further reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were not working due to a lack of follow up and that an x-ray prompted them to be told the leads were bad. The patient has a right ventricular (rv), right atrial (ra) and left ventricular (lv) lead. The spouse said that a new device and leads were subsequently implanted. Follow up yielded no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.